Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance anomaly. This lead was successfully replaced. No additional adverse patient effects were reported. This product was not returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Calcification was noted on the helix end. Additionally, outer insulation abrasion was observed approximately 225 mm from the terminal end which was exposing the outer coils. The insulation damage was consistent with lead on can abrasion. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance anomaly. This lead was successfully replaced. No additional adverse patient effects were reported. This product was not returned for analysis. This product was subsequently returned, and analysis was performed.